Event description:
Edwards received notification that a pascal precision ace device was returned as the physician refused to use it due to a recent issue he was facing regarding the difficulty to unscrew and release the implant knob. Upon evaluating the product in the engineering lab, it has been confirmed to have the issue associated with difficulty unscrewing release knob and implant rotation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H7- a recall has been initiated and notifications to affected customers in the EU and emea are ongoing.

Manufacturer narrative:
The complaint for difficult to unscrew and retract implant release knob was confirmed with objective evidence. Manufacturing non-conformances were found in the root cause investigation and documented. Available information suggests that multiple root causes in the manufacturing procedure, specifically during implant attachment, allowed for this complaint code to emerge. Recommendations to improve the manufacturing assembly process for implant attachment will be addressed in a CAPA. A pra was also initiated under management discretion due to multiple complaints reported for this issue in a short period of time. Additionally, this pra addresses the increase in severity of harm related to an existing hazardous situation. An fca was initiated to retrieve potentially impacted units in the EU under the number z-2479-2023.